Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump has an intermittent power issue and a cracked battery compartment. It was reported that the patient had received unspecified emergency for diabetic ketoacidosis. This complaint is being reported because the pump losing power may have lead to under delivery and the patient developed dka.

Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: the black box shows unexplained por on (B)(6) 2016 14:46; deliveries never resumed. Unexplained por on (B)(6) 2016 01:03; deliveries resumed at 01:15. The box shows a replace cartridge alarm on (B)(6) 2016 01:15; deliveries resumed at 23:46..battery compartment is cracked on the side at the threads and cracked above and below the grip pad. Battery cap was not returned with the pump.. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power on resets were duplicated during this time. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Audio bolus button cover is torn; the button is still operable. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.